Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and that it had performed to specification up to (B)(6) 2012. The information obtained from the device showed the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration occurring on (B)(6) 2012 and continued up to (B)(6) 2012 during which time the pad-pak (battery) became depleted. The manual power-ups of 10 minutes in duration continued on (B)(6) 2012 after a new pad-pak had been installed. Investigation did not confirm there to be a fault with the device or any component in the device. The device switching itself on is a known symptom of a damaged or faulty membrane. Although in this event there was no fault measured it is probable that damage has been caused to the membrane which has caused the device to switch on automatically. A device switching on automatically has the potential to cause premature depletion of the pad-pak (battery). There was no pad-pak returned with this device and therefore testing could not confirm early depletion of the pad-pak. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.